Manufacturer narrative:
The mayfield infinity skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit was returned without a case and without accessories. The investigation does not show defects, or malfunction. The unit was subjected to a successful functional check and it meets the manufacturer's specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Unit does not show any defects or malfunctions. The unit passed a functional check and met manufacturer¿s specifications. . No further investigation is required. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) needs "general overhaul." Further information was received indicating that the patient was under anesthesia and there was surgical delay of 60 minutes. Facility has not indicated if there was failure of the mayfield device.